Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that patient¿s implant was not helping to control patient¿s pain at all. It stated that it had declined, and patient was in a lot of pain. It was mentioned that he was having a problem with the stimulator itself. Patient was redirected to follow up with healthcare professional (hcp) to address those issues. It was noted that patient had an appointment in a week and was planning to get x-rays to check on the leads. There was no out of box failure and no symptoms reported. No further complication or event reported.